Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the current status of the pump was that it was stalled. The hcp stated they were advised by the manufacture technical support not to restart or refill the pump for now. Neurosurgery consultation was ordered for pump replacement. The patient weighed 180 pounds at the time of his appointment; although, at the time of his last refill, he was about 170 pounds. The patient reported the same spasticity level for about 2 years since he missed refills. The patient was taking oral baclofen.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 685.9 mcg/day. It was reported an empty pump alarm was occurring. The hcp had access to a physician programmer. The hcp stated the patient missed their refill a couple years ago and had not been able to find another managing hcp until now. Thehcp checked the logs and stated the pump had been empty since (B)(6) 2015. The hcp also stated the pump had multiple motor stalls and recoveries. A motor stall occurred on (B)(6) 2016, tube set occurred on (B)(6) 2016, a motor stall recovery occurred on (B)(6) 2016, and another motor stall occurred on (B)(6) 2016. The hcp only read off the logs above; the hcp stated there were multiple stalls and recoveries. Reported symptoms included spasticity. The hcp stated the pump would be replaced soon since it only had 5 months until early replacement indicator (eri). The hcp stated the patient had been taking oral medications for their spasticity. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner (bp). It was reported that on (B)(6) 2017 an empty reservoir alarm occurred and the patient experienced increased spasticity. The patient was not seen for evaluation of the pump, but the long-term care facility, where the patient resided, reportedly treated the patient increased doses of oral baclofen. The first time the patient was seen for evaluation of the pump was by the reporting physician on (B)(6) 2017. As of (B)(6) 2017, the patient still resided in a long-term care facility. As of (B)(6) 2017, surgical replacement had not been performed or scheduled. The patient medical history included spastic quadriplegia, cerebral palsy, and hypertonicity. The patients concomitant medications included gabapentin, magnesium hydroxide, aleve (naproxen sodium), protonix (pantoprazole sodium), tramadol (tramadol hydrochloride), tylenol (acetaminophen), xanax (alprazolam), celexa (citalopram hydrobromide), klonopin (clonazepam), benadryl (diphenhydramine hydrochloride), colace (docusate sodium), and trazodone (trazodone hydrochloride).